Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation into this event.

Event description:
Received a call from a home patient stating that she had complications following mesh being implanted in 2014. Mesh was explanted in 2016.

Manufacturer narrative:
Investigation: based on the review of the device history records and product complaint details atrium can find no fault with the product. This lot of mesh passed all quality and performance requirements. The sterility records indicate that the lot in question was properly sterilized. Clinical evaluation: atrium c-qur v-patch mesh is indicated for use in hernia repair, chest wall reconstruction, traumatic or surgical wounds and other fascial surgical intervention procedures requiring reinforcement with a non-absorbable supportive material. The instructions for use (IFU) states complications that may occur with the use of any surgical mesh include, but are not limited to, inflammation, infection, seroma, hematoma, fistula formation or mechanical disruption of the tissue and/or mesh material, possible adhesions when placed in direct contact with the viscera (intestines) and organs.